Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was confirmed during the evaluation step of the complaint process in addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the instruction for use (IFU) was performed and it was confirmed that it gives instruction for proper handling of the product. This may prevent the discrepancies identified. Specifically the IFU states; do not give a shock to the camera head. It may be damaged. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. It is considered most likely that the cracked the rear cover was due to some sort of impact, and moisture entered the charged coupled device (ccd) unit through the gap, resulting in the failure of the unit and the occurrence of this phenomena.

Manufacturer narrative:
Device has been evaluated by olympus. The evaluation stated: customer complaint is verified and no image is displayed is due to faulty charge coupled device (ccd) unit. The evaluation found liquid invasion in the ccd, and the rear cover labels have been erased. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported a 4k camera head displayed a foggy image during reprocessing. There were no other devices involved in the event. There was no delay in the procedure in which the subject device was used. This same device was used to complete the procedure and the device will be returned to olympus. User stated no physical damage to the camera head was noted. No patient impact was reported.